Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified a crease fold, opening, and a device appearance of an observed 40-millimeter dark patch edge material inside gel of the device, wear abrasion, and underweight device. A microscopic analysis was performed which identified a crease sharp in the posterior side and non-penetrating nicks. Based on the device analysis, the final assessment is a crease sharp in the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "hole." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "hole." Device has been explanted.